Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was inserted suprapubically, and lasted in situ for only two weeks. The allegement occurred on three different incidents, exact dates were unknown. The patient alleged that each time the catheter was removed, the junction between the balloon port & the catheter tubing port appeared worn away, and the water seeped out of the balloon causing balloon deflation.

Event description:
It was reported that the catheter was inserted suprapubically, and lasted in situ for only two weeks. The allegement occurred on three different incidents, exact dates were unknown. The patient alleged that each time the catheter was removed, the junction between the balloon port & the catheter tubing port appeared worn away, and the water seeped out of the balloon causing balloon deflation.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation observed water leakage from a tear at the joint between inflation funnel and drainage funnel .the origin of the tear most likely resulted from the catheter being exposed to something that's damaging to latex. This weakened the latex and allowed the sample to easily tear .this was not related to any manufacturing processes. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. English visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water."